Manufacturer narrative:
Per remediation review, it was determined that the applicable manufacturer evaluation result code in this report have been corrected. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional devices: (B)(4) - battery / catalog number 1650de / expiration date: 30-sep-2015. Yes, device received by manufacturer on 28-sep-2017. No, evaluation anticipated but not yet begun. Device MFR date: 08-sep-2014. (B)(4). (B)(4) - battery / catalog number 1650de / expiration date: 31-jan-2016. Yes, device received by manufacturer on 28-sep-2017. No, evaluation anticipated but not yet begun. Device MFR date: 13-jan-2015. (B)(4). (B)(4) - battery / catalog number 1650de / expiration date: 31-mar-2016 yes, device received by manufacturer on 28-sep-2017. No, evaluation anticipated but not yet begun. Device MFR date: 02-mar-2015. (B)(4). (B)(4) - battery / catalog number 1650de / expiration date: 31-mar-2017. Yes, device received by manufacturer on 28-sep-2017. No, evaluation anticipated but not yet begun. Device MFR date: 01-mar-2016. (B)(4). (B)(4) - battery / catalog number 1650de / expiration date: 31-mar-2017. Yes, device received by manufacturer on 28-sep-2017. No, evaluation anticipated but not yet begun. Device MFR date: 04-mar-2016. (B)(4). (B)(4) - battery / catalog number 1650de / expiration date: 31-mar-2017. Yes, device received by manufacturer on 28-sep-2017. No, evaluation anticipated but not yet begun. Device MFR date: 24-mar-2016. (B)(4). (B)(4) - battery / catalog number 1650de / expiration date: 30-nov-2017. Yes, device received by manufacturer on 28-sep-2017. No, evaluation anticipated but not yet begun. Device MFR date: 30-nov-2016. (B)(4). (B)(4) - battery / catalog number 1650de / expiration date: 30-apr-2018. Yes, device received by manufacturer on 28-sep-2017. No, evaluation anticipated but not yet begun. Device MFR date: 20-apr-2017. (B)(4). (B)(4) - battery / catalog number 1650de / expiration date: 31-may-2018. Yes, device received by manufacturer on 28-sep-2017. No, evaluation anticipated but not yet begun. Device MFR date: 02-may-2017. (B)(4). (B)(4) - controller / catalog number 1407de / expiration date: 30-sep-2015. Yes, device received by manufactuerer. No, product not received - not returned to manufacturer. (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the controller had a loose power port. It was further reported that the controller and batteries were power switching. The controller and batteries were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional device(s) involved in event: d4. (B)(4) - battery h6. Method code(s): 10, 20, 23, 38, 3372 h6. Result code(s): 3213 h6. Conclusion code(s): 25 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device analysis, (B)(4): the controller failed visual inspection but passed functional testing. (B)(4). Yes, return date: 2017-10-03, mfg date: 2014-09-30, (B)(4). Device analysis: the controller passed visual and functional testing. This report was identified following the conversion of complaint files from the legacy complaint handling system following integration and is being submitted to report analysis results. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Two controllers ((B)(4)) and nine batteries ((B)(4)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. A review of the manufacturing documentation for the controller (B)(4) confirmed that the associated device met all requirements for release. Failure analysis of the returned batteries and (B)(4) revealed that associated devices passed visual inspection and functional testing. Failure analysis of (B)(4) revealed a loose power port one connector. However, the controller was still able to drive the system as expected. Log file analysis of (B)(4) revealed that the controller contained a software feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(4). As a result, the reported loose connector and power switching events were confirmed. Based on an investigation conducted , the most likely root cause of the reported event can be attributed to inadequate thread lock, an inconsistent thread lock cure time, and an inadequate torque application during the assembly process. The most likely root cause of the power switching events can be attributed to momentary disconnections between the controller and batteries. An internal investigation was opened to evaluate the momentary disconnections. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.